Manufacturer narrative:
Product ID 977a290, serial# (B)(4), implanted: (B)(6) 2019, product type: lead; product ID: neu _unknown, serial# unknown, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: unknown; product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2019, product type: lead; product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID neu_unknown, serial# unknown; (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the right occipital lead had migrated down to their shoulder. It was reported that during the revision surgery, upon opening up the incision site, the right lead which migrated down from the original occipital placement was not connected to the injex anchor. The lead had slipped out of the anchor during normal use, which was the likely reason the lead had migrated. Factors that contributed to the issue were unknown. It was indicated that the injex was still anchored down with the original silk suture per the physician. A revision surgery to revise the migrated lead was performed on (B)(6) 2019, and the issue was resolved at the time of the report. The injex anchor was saved and would be sent back. The physician would like the injex looked at as they were confused as to why the lead had migrated out of the injex anchor. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the impedances tested within normal limits during the surgery and post-op. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received form the rep who reported the device was shipped out.

Manufacturer narrative:
Concomitant medical products: product ID: 97791, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: accessory. Analysis of the anchor has not yet begun. A follow up report will be submit once analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the anchor (product ID: 97791 / lot# unknown) revealed that the measurements taken of the internal diameter, external diameter and length were within the specifications for the anchor. The anchor was received intact and detached from the lead. The cause of the lead migration was unknown; it could not be determined based on the results of the analysis of the anchor. Coding applicable to product ID: 97791, lot# unknown, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: accessory, (injex achor) includes: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the rep went to run an impedance check and got red x's for electrodes 6 and 7. The rep got the same results when running a connectivity test. The patient was getting decent therapy, but wanted to switch groups, to try a different option in hope of better pain relief coverage. The patient stated they have not had any falls. None of the patient's groups are utilizing electrodes 6 or 7. The issue was reported to be resolved at the time of the report. No further complications were reported. No patient symptoms were reported.